Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post start up, the cardiosave intra-aortic balloon pump (iabp) unit shows error code: 14. ¿iabp may require maintenance.¿ no one was injured.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings and component codes). Due to character limit in block e.1. Full event site name is (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device problem code), h8. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor (d119-00-0236). The fse also found the fiber optic sensor connector (d012-00-1562) broken and replaced it. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of a start up error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 2 hours. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.